Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. On the day of the event, the user woke up in the morning, in a fasting state, and tested on his accu-chek aviva meter and received a blood glucose result of 4.5 mmol/l. The user was experiencing elevated blood glucose symptoms of dizziness, a dry mouth, and his feet felt numb. Regardless of the low reading, the user continued to take their 1000 mg of sitagliptin/metformin medication. Two hours later the user took himself to the hospital. Upon arrival at the hospital, the user received a blood glucose result of 15 mmol/l. The hospital treated the customer with getryl (glimepiride) tablets to lower his blood glucose. The user was discharged the same day. No further blood glucose readings were provided.